Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customers blood glucose (bg) was 600 mg/dl with nausea and blurry vision. Customer addressed the elevate bg by changing the infusion set and giving a correction bolus via the pump. Customer¿s bg had decreased to 261 mg/dl at time of report.